Manufacturer narrative:
(B)(4). This report is being submitted late following an internal audit.

Event description:
Pt had spinal neurostimulator implanted (B)(6) of 2008 and removed in (B)(6) of 2010. He reported that two months after getting the device, when stimulation was turned on, he began to have problems urinating and defecating. He was having retention and also pain. Additionally, pt reported he has to use a catheter to urinate and he has constipation. Pt believed the stimulator was the cause as his physician told him he has nerve damage. Further info provided from pt states he feels the spinal stimulator "messed up their nerves for urination and going number two." Pt would stop using the ins and then it stopped charging. Pt thought problems were due to prostate problem but two physicians have confirmed it was due to the ins hurting the nerve. The stimulation was hitting on the bladder area when turned on. Pt also reports one of the leads was 'bulging out'. Pt was told by his physician that the bladder is not relaxing enough to let him urinate and recommended pt be put on medication.